Event description:
Based on additional information received on 06-dec- 2017, this case initially considered non serious was upgraded to serious as the serious event of "device malfunction" with seriousness criteria as important medical event was added. This unsolicited case from united states was received on 06-dec-2017 from a physician. This case concerns a female patient of unknown age who received treatment with synvisc one and later after unknown latency had pain, swelling and device malfunction was identified in the reported lot number. No medical history, concomitant medication or concurrent condition was provided. The patient had past treatment with 3 synvisc-one injections. On an unknown date in (B)(6) 2017 (2 weeks ago), the patient initiated treatment with intra-articular synvisc one injection once (dose and indication: unknown) (batch/lot number: 7rsl021; expiry date: unknown) into the right knee. It was reported that the injection was extremely painful. On an unknown date in (B)(6) 2017, after unknown latency, the patient experienced significant swelling and pain for two weeks. Swelling has decreased and patient was back a baseline and did not experience any relief from the injection. Since an unknown date, after unknown latency device malfunction was identified in the reported lot number. Corrective treatment: not reported for all the events outcome: not recovered for pain and device malfunction and recovering for swelling. Seriousness criteria: important medical event for device malfunction an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Additional information was received on 06-dec-2017 from the physician. This case initially considered non serious was upgraded to serious as the serious event of "device malfunction" with seriousness criteria as important medical event was added. The patient's past medication was added. The site of injection was added. Clinical course updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 6-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced pain and swelling. The events are temporally related with the device and the concerned lot number has been identified to have malfunction by the company, therefore causal relationship with the device cannot be ruled out completely.

Event description:
Based on additional information received on 06-dec- 2017, this case initially considered non-serious was upgraded to serious as the serious event of "device malfunction" with seriousness criteria as important medical event was added. This case was cross referenced with (B)(4) and (B)(4) (duplicate). This unsolicited case from united states was received on 06-dec-2017 from a physician. This case concerns a 71 year old female patient who received treatment with synvisc one and later the same day patient had pain, swelling/golf ball size protrusion on her knee immediately after the injection, if it was bacterial, sick (latency: unknown) and device malfunction was identified in the reported lot number. Patient had past treatment with 3 synvisc-one injections. Patient had no known drug allergies. Medical history included arthritis, back pain and thyroid problems. The patient also had hypertension. Concomitant medications included paracetamol (acetaminophen), codeine, azelastine, azithromycin, calcitonin, celecoxib, cefalexin (cephalexin), chlorhexidine gluconate, metronidazole, pantoprazole, alirocumab (praluent), promethazine hydrochloride (promethazine), levothyroxine sodium (synthroid), amlodipine/telmisartan and tramadol hydrochloride (tramadol). Marital status: married. The patient had history of knee crepitus and edema. On (B)(6) 2017 (2 weeks ago), the patient initiated treatment with intra-articular synvisc one injection (one injection) once (batch/lot number: 7rsl021; expiry date: unknown) into the right knee for osteoarthrits of knee/ unilateral primary osteoarthritis, right knee. It was reported that the injection was extremely painful. The same day, the patient experienced significant swelling and pain for two weeks. Swelling has decreased and patient was back a baseline and did not experience any relief from the injection. Since an unknown date, after unknown latency device malfunction was identified in the reported lot number. On an unknown date, after an unknown latency, the patient was sick and wasn't sure if it was bacterial. Patient had a golf ball size protrusion on the knee immediately after the injection. Because of the complication the patient sustained, they would like to receive a free third injection each year. Corrective treatment: not reported for all the events outcome:; unknown for sick; not recovered for rest seriousness criteria: important medical event for device malfunction and if it was bacterial an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Additional information was received on 06-dec-2017 from the physician. This case initially considered non serious was upgraded to serious as the serious event of "device malfunction" with seriousness criteria as important medical event was added. The patient's past medication was added. The site of injection was added. Clinical course updated. Text was amended accordingly. Additional information was received on 03-jan-2018 from physician. Event of sick was added. Clinical course was updated and text amended accordingly. Additional information was received on 02-jan-2018 and 05-jan-2018 (processed together with clock start date of 02-jan-2018) from physician. Event of if it was bacterial was added with details. Event verbatim of swelling was updated to swelling/golf ball size protrusion on her knee immediately after the injection. Clinical course was updated and text amended accordingly. Upon internal review on 11-apr-2018, the case was identified as duplicate of (B)(4) and (B)(4), hence all the information was merged from case ID's: (B)(4) and (B)(4) to (B)(4). Age of the patient was added. Medical history and concomitant medications were added. Therapy start date and indication was updated. Event onset date was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for dated 11-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced arthritis bacterial, pain and swelling and got sick. The events are temporally related with the device and the concerned lot number has been identified to have malfunction by the company, therefore causal relationship with the device cannot be ruled out completely.

Event description:
Based on additional information received on 06-dec- 2017, this case initially considered non serious was upgraded to serious as the serious event of "device malfunction" with seriousness criteria as important medical event was added. This unsolicited case from united states was received on 06-dec-2017 from a physician. This case concerns a female patient of unknown age who received treatment with synvisc one and later after unknown latency had pain, sick, swelling and device malfunction was identified in the reported lot number. No medical history, concomitant medication or concurrent condition was provided. The patient had past treatment with 3 synvisc-one injections. On an unknown date in (B)(6) 2017 (2 weeks ago), the patient initiated treatment with intra-articular synvisc one injection once (dose and indication: unknown) (batch/lot number: 7rsl021; expiry date: unknown) into the right knee. It was reported that the injection was extremely painful. On an unknown date in (B)(6) 2017, after unknown latency, the patient experienced significant swelling and pain for two weeks. Swelling has decreased and patient was back a baseline and did not experience any relief from the injection. Since an unknown date, after unknown latency device malfunction was identified in the reported lot number. On an unknown date, after an unknown latency, the patient was sick. Corrective treatment: not reported for all the events outcome: not recovered for pain and device malfunction and recovering for swelling; unknown for sick seriousness criteria: important medical event for device malfunction an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Additional information was received on 06-dec-2017 from the physician. This case initially considered non serious was upgraded to serious as the serious event of "device malfunction" with seriousness criteria as important medical event was added. The patient's past medication was added. The site of injection was added. Clinical course updated. Text was amended accordingly. Additional information was received on 03-jan-2018 from physician. Event of sick was added. Clinical course was updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 03-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced pain and swelling and got sick. The events are temporally related with the device and the concerned lot number has been identified to have malfunction by the company, therefore causal relationship with the device cannot be ruled out completely.

Event description:
Based on additional information received on 06-dec- 2017, this case initially considered non serious was upgraded to serious as the serious event of "device malfunction" with seriousness criteria as important medical event was added. This unsolicited case from united states was received on 06-dec-2017 from a physician. This case concerns a female patient of unknown age who received treatment with synvisc one and later after unknown latency had pain, sick, swelling/golf ball size protrusion on her knee immediately after the injection, if it was bacterial and device malfunction was identified in the reported lot number. No medical history, concomitant medication or concurrent condition was provided. The patient had past treatment with 3 synvisc-one injections. On an unknown date in (B)(6) 2017 (2 weeks ago), the patient initiated treatment with intra-articular synvisc one injection once (dose and indication: unknown) (batch/lot number: 7rsl021; expiry date: unknown) into the right knee. It was reported that the injection was extremely painful. On an unknown date in (B)(6) 2017, after unknown latency, the patient experienced significant swelling and pain for two weeks. Swelling has decreased and patient was back a baseline and did not experience any relief from the injection. Since an unknown date, after unknown latency device malfunction was identified in the reported lot number. On an unknown date, after an unknown latency, the patient was sick and wasn't sure if it was bacterial. Patient had a golf ball size protrusion on the knee immediately after the injection. Because of the complication the patient sustained, they would like to receive a free third injection each year. Corrective treatment: not reported for all the events outcome: not recovered for pain and device malfunction and recovering for swelling; unknown for sick and if it was bacterial seriousness criteria: important medical event for device malfunction an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Additional information was received on 06-dec-2017 from the physician. This case initially considered non serious was upgraded to serious as the serious event of "device malfunction" with seriousness criteria as important medical event was added. The patient's past medication was added. The site of injection was added. Clinical course updated. Text was amended accordingly. Additional information was received on 03-jan-2018 from physician. Event of sick was added. Clinical course was updated and text amended accordingly. Additional information was received on 02-jan-2018 and 05-jan-2018 (processed together with clock start date of 02-jan-2018) from physician. Event of if it was bacterial was added with details. Event verbatim of swelling was updated to swelling/golf ball size protrusion on her knee immediately after the injection. Clinical course was updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 03-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced pain and swelling and got sick. The events are temporally related with the device and the concerned lot number has been identified to have malfunction by the company, therefore causal relationship with the device cannot be ruled out completely.